Event description:
It was reported that the patient had a CT scan post-implant procedure that showed improper lead placement. The patient had no symptoms as a consequence of the improper lead placement, but underwent a revision procedure to replace the leads. Patient is doing well post-revision procedure.